Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - 2007; date explanted - 2007. This report is number 6 of 6 MDR's filed for the same patient (reference 1825034-2016-01505-01507 / 01509-01511). Product location unknown.

Event description:
Patient underwent a left knee revision procedure due to unknown reasons. The femoral and tibial components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.